Event description:
Arthroscopy pump set up for procedure (right lateral meniscus tear repair). Alarm sounded and pump stopped during procedure (3 times). At completion of procedure pt's leg was swollen and required further treatment.